Event description:
It was reported that a homechoice device had a system error 2240 (air in set) during drain 3 of 5. It was further reported that the supply bag disconnected without falling. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to use manual bags and call the registered nurse (rn). There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. However, a known cause of the system error 2240 is when the supply bag disconnects without falling. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.